Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they fell on (B)(6) 2016 and now had no stimulation on the right side. The consumer had an appointment scheduled for (B)(6) 2016, but since they were late to the appointment they were unable to be seen. A new appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.